Manufacturer narrative:
H3: product analysis of part # 7578195, lot # ot17m001 - visual and optical inspection confirmed one of the retaining tabs has broken on the break off driver. The damage to the instrument is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for transf oraminal lumbar interbody fusion (tlif). It was reported that the set screw was not fixed. There was no patient involvement reported. There were no further complications reported regarding the event.